Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported this right atrial (ra) lead was placed in the atrium, but the lead had to be repositioned due to high thresholds. When the physician tried to reposition the lead, the helix would not fix into the cardiac muscle, and the lead dislodged. The ra lead was removed from the patient, and tissue was found to be adhered to the helix. The decision was made to not use this ra lead, and the implant procedure was successfully completed using a different ra lead. No adverse patient effects were reported. The lead was discarded at the hospital.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed because updated patient information was provided.